Manufacturer narrative:
The customer cancelled the svc call. The reported problem was resolved by the customer. No add'l svc info was provided.

Event description:
The customer reported that the image went black. This could cause procedural delays. There is no report of injury or death associated with this event.